Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a unspecified problem with the fragmatone handpiece during a surgical procedure. The patient experienced a corneal burn. Additional information has been requested.

Manufacturer narrative:
The customer reported that there was a problem with the fragmatome handpiece during a surgical procedure. The patient experienced a corneal burn. Additional information was requested with none received to date. The operator¿s manual includes the warnings: use of the fragmentation handpiece in the absence of aspiration flow can cause excessive heating and potential scleral burns. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Use of incisions that are smaller than recommended during lens removal can lead to mechanical and/or thermal damage to the eye tissue. Thermal injuries are typically related to excessive heat generated by the fragmentation tip due to insufficient aspiration flow, extended energy application, or combination of both. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).